Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the partial lead segments were returned and analyzed. There was an outer insulation breached with metal ion oxidation. The distal conductor had blood/body fluid (not obstructed). The outer insulation was melted, and had cosmetic metal ion oxidation and environmental stress cracking along with depression. (B)(4) the partial lead segments were returned and analyzed, no anomalies were found. It was noted that the defibrillation conductor was distorted. There was blood/body fluid (not obstructed) on the distal conductor. The outer tubing overlay had blood/body fluid, was melted and cosmetic environmental stress cracking. The exposed defibrillation coil had a white substance. Outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism. Explant damage was also noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation breached cut along with a white substance. A cosmetic depression was noted on the outer insulation. The helix/lobe was distorted/bent and blood was noted in/on the helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that the right atrial lead measured undersensing. The lead was removed and replaced. The right ventricular and the left ventricular lead had high to unstable thresholds. The right ventricular lead was capped and replaced. The left ventricular lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.